Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 400 mg/dl. Customer reportedly received an occlusion alarm, however tandem technical support was unable to verify this is pump history. Additionally, it was reported the customer received a resume pump alarm. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 237 mg/dl). Reportedly, customer reverted to manual injections for insulin therapy.